Event description:
It was reported that the right ventricular lead had increasing threshold and impedance. A possible fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5086mri52 implantable pacing lead 2010-(B)(6); unk competitor implantable pulse generator. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.